Event description:
It was reported that the patient had an implantable neurostimulator (ins) that was supposed to last 3 to 5 years but it was replaced in 18 months. It was later reported the patient had their left axillary ins replaced due to battery failure and pain in their left arm and leg. It was stated postoperatively, the patient¿s pain improved somewhat and the second day, they were ambulating, tolerating a regular diet, and their pain was well controlled with medications. It was stated the patient had occasional paresthesia and numbness of their bilateral upper extremities and fingertips. It was noted the patient had occasional headaches, fainting episodes and some memory loss. It was stated the patient was stable postoperatively and they had preoperatively baseline neurologic status.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3986a, lot# lb9304, implanted: (B)(6) 2004, product type: lead. Product ID: 3986a, lot# lb9304, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 7427, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4).